Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) alarm system over temperature. There was no patient harm reported.

Manufacturer narrative:
Additional information: e1 (event site postal code) - (B)(6). The getinge field service engineer (fse) that encountered the reported issue on during use, replaced the temperature sensor probe to fix the issue and performed a full functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The pm was completed and the iabp was then released and cleared for clinical service.

Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h4, h6, h10.

Event description:
N/a.